Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 6 years later due to a fractured proximal body of the stem. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 650-1057 lot# 2948084 cer bioloxd option hd 36mm. Cat# 650-1067 lot# 2961010 cer option type 1 tpr sleeve +3. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d5; d9; g3; h2; h3; h6 visual examination of the returned product identified the cone body is fractured around the proximal end of taper that mates with the stem, both pieces of the cone body were returned. Porous coating has some gouging, cone body neck has scuffs and scratches. Hex screw from stem is still present within the cone body. No other damage was noted. The stem was submitted for further analysis. Analysis determined that the cause of the failure to be bending fatigue. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left femoral implant fracture and proximal implant loosening as noted. Questionable proximal femoral osseous fracture as noted a definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.